Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of intermittent capture anomaly and sensing anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that during implant the device exhibited oversensing and intermittent capture anomalies. This device was not implanted.